Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 564 mg/dl with symptoms of fatigue. The reporter declined to troubleshoot the issue at the time of the call, stating that the patient was going to visit their healthcare provider the next day about the issue. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19 -dec-2018 with the following findings: during investigation, the pump passed all required delivery accuracy testing.the pump history confirmed the pump alarmed empty cartridge on (B)(6)2018 at 19:39 pm. . According to the black box and pump history deliveries were not resumed until (B)(6)2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.